Event description:
Nurse called to report the customer was in the hospital and needed additional supplies. There was a bad ice storm and the road conditions weren't good. Advised that we can ship supplies but it won't get there the same day. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.